Event description:
Article appears in the august 2004 issue of journal of vascular and interventional radiology: pancreatitis caused by rheolytic thrombolysis: an unexpected complication. Journal of vascular and interventional radiology 2004; 15:857-860. Two case reports are described. Both pts had renal insufficiency, were treated with angiojet (lf140 and xpeedior) and pharmacologic thrombolysis (alteplase and retavase), and had extensive thrombus burden. The authors suggest that acute pancreatitis in this setting is related to massive hemolysis in the presence of chronic renal insufficiency. In the discussion, it's noted that hemolysis is a rare but well-described cause of acute pancreatitis.